Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to mfg report #3005099803-2009-05106 for the other associated device info. It was reported to boston scientific corp that a leveen superslim needle electrode and an unk rf generator were used during a rfa (radiofrequency ablation) procedure on a 2.8 cm by 3.3cm tumor in the liver. The procedure was performed in 2009. According to the complainant, while performing the first tumor ablation, the pt complained of some pain. The electrode was moved to a new location, and a second ablation was performed. However, upon removal of the needle, a burn was noted at the puncture site with a 2cm rubefaction. The insulation was found to have peeled away from the device. Additionally, the site indicated that the electrode was used with a 14g hakko introducer. The procedure was successfully completed with the same rf generator, and another leveen superslim needle electrode. The pt's burn was treated with an anti-inflammatory agent along with an analgesic to help manage the pain.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.